Manufacturer narrative:
A steris service technician arrived at the user facility, inspected the sterilizer and found that the leak had originated from the facility's main water supply line. The water supply line had been rubbing against the main drain line on the amsco 400 which caused the water supply line to rupture. In addition, the technician found that a bracket meant to secure the water supply line had broken which allowed the water and drain lines to come into contact with one another. The technician contacted the facility's in-house maintenance department and made them aware of the issues he had discovered. The facility contacted a plumber and the issues have since been resolved. The amsco 400 was installed on (B)(6) 2013 and is not under a steris service contract.

Event description:
The user facility reported their amsco 400 was leaking water and an employee slipped and fell due to the water on the floor. Medical treatment was sought and administered to the injured employee. No procedural delays or cancellations were reported.